Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator¿s touchscreen had an intermittent failure. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen to address the issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no further abnormality was confirmed.